Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the damaged adhesives at the objective lens and light guide lens is traced to expected or random component failure without any design or manufacturing issue (i.e. Stress, fracture) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope adhesives were found chipped at the distal end objective lens and light guide lens. There was no patient involvement.